Manufacturer narrative:
Product analysis: further analysis was performed on the programmer and it was found that the display was electrically out of specification. It was noted that the cursor was not moving and staying at a place. It was further noted that the upper case screw connector was cracked. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touchscreen periodically froze and did not respond to any touch. It was noted that a complete shutdown was necessary, and after restarting, the programmer worked again. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen was unresponsive. It was noted that after startup or boot-up, the screen froze, and the cursor did not react to movements from the stylus or finger. No other anomalies were observed or found; the programmer otherwise operated normally without any problems. A new software installation (including reconfiguring the drive and reloading the software) was performed to resolve the software freeze issue. After the new software installation, the cursor responded, and the freezing issue was resolved; however, the cursor was jumping away from the stylus position. An attempt was made to resolve this by calibrating the stylus, but the issue persisted. After three calibration attempts, the issue remained unresolved, and the cursor continued to jump away from the stylus position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.